Event description:
It was reported that when tamping in a mobi-c implant intra-operatively, it disassembled. There was another implant available to complete the procedure and there was no patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.